Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Mhra adverse incident report reference no (B)(4) submitted to mhra (medicines and healthcare products regulatory agency) by a healthcare professional. (B)(4). The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx/lynx slings device was used during a trans-obturator tape insertion procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the urethra was perforated during attempted insertion. Reportedly, the perforation was identified on (B)(6) 2011 through a 4d ultrasound scan. Subsequently, on (B)(6) 2012, the patient underwent a repair of fistula and pubovaginal sling procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.